Manufacturer narrative:
The device was received at elective replacement battery level. Longevity assessment revealed the implant duration exceeded most of the total projected longevity based on field settings indicating normal battery depletion. Analysis of the device image revealed that the device current was consistent with high output settings. As stated in the device manual, programming high-output settings may shorten battery longevity. Further testing revealed no indications of high current or other mode of premature depletion.

Event description:
During a follow-up, it was noted that the device had reached elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was stable.